Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine". 3 devices were reported. Associated mdrs: 3003898360-2025-00592 and 3003898360-2025-00594.

Event description:
It was reported that: "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine". 3 devices were reported. Associated mdrs: 3003898360-2025-00592, 3003898360-2025-00593 and 3003898360-2025-00594.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with an estimated 5 staples remaining in the cover block, indicating that the customer fired at least 30 staples. Due to the severe misalignment of the staples, the exact number could not be totaled. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. Proper functional inspection could not be performed due to the severe staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher. The source of the disconnection could not be conclusively determined. Actions were taken to address this issue as part of a non-conformance, which was closed on 11-dec-2024. The returned sample was manufactured prior to these actions on 21-aug-2023. Teleflex will continue to monitor and trend on complaints of this nature.